Manufacturer narrative:
After further review of the details provided by the complainant the implant date was added to the file and the associated fields were updated. There were no changes to the investigation summary listed below. No medical records have been made available to the manufacturer. Medical images have been made available to the manufacturer. As the lot number for the device was provided, the device history records will be reviewed. The device has not been returned to the manufacturer. The investigation is currently under way.

Event description:
It was reported that during the insertion process, the port catheter allegedly did not unwind when taken out of its package. It was further reported that the device was disrupting the heart wall not allowing reflux to happen. There was no reported patient injury.

Event description:
It was reported that during the insertion process, the port catheter allegedly did not unwind when taken out of its package. It was further reported that the device was disrupting the heart wall not allowing reflux to happen. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the manufacturing site: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, one medical image was provided for review. The investigation is inconclusive for port catheter not unwinding/disruption of the heart wall, as the image review could not confirm the stated issues. The image review is summarized as follows:based on the image provided, guided fluoroscopy demonstrated a radiopaque contrast injection within the port-a-cath: however, the identity of the port-a-cath could not be confirmed.based on the image provided, guided fluoroscopy demonstrated radiopaque contrast within the port hub and distal end of the catheter; as well as, radiopaque contrast in the svc, can be confirmed. Based on the image provided, the radiopaque contrast injection demonstrated the distal tip of the catheter to be adjacent to the lateral wall of the svc, can be confirmed. The complaint could not be confirmed and therefore definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
No medical records have been made available to the manufacturer. Medical images have been made available to the manufacturer. As the lot number for the device was provided, the device history records will be reviewed. The device has not been returned to the manufacturer. The investigation is currently under way.

Event description:
It was reported that during the insertion process, the port catheter allegedly did not unwind when taken out of its package. It was further reported that the device was disrupting the heart wall not allowing reflux to happen. There was no reported patient injury.